Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. According to the patient, on (B)(6) 2025, she needed to call an ambulance due to inaccurate readings. The patient used an insulin pump in closed loop mode during the event. The patient, however, declined to provide any further details regarding the event. There was no information reported regarding symptoms, cgm and blood glucose readings, or treatment, but the patient would have been brought to the hospital. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).